Event description:
Reporter indicated a vns patient was admitted to the hospital on (B)(6) 2012 due to increased seizures and aspiration pneumonia. The patient received antibiotics. The patient was discharged from the hospital on (B)(6) 2012. All attempts to the reporter for additional information have been unsuccessful to date.